Event description:
Procedure: sigmoid resection. According to the reporter: the patient was operated using gia10038s device. After the operation the patient had a leakage so the patient was operated again. During the operation, it was noticed that the staples weren't formed around the tissue; the staples hadn't closed at all. During the operation, they used another gia10038s device and noticed again that the staples didn't close. The patient died due to the leakage.

Manufacturer narrative:
(B)(4).